Event description:
The nurse reported the system would not prime. The cassette bag was filling with air. The system was rebooted three times. The tubing, cassettes and handpieces were switched out three times without success. On the third reboot the nursing staff pushed the 'skip button' and the case was able to proceed to completion. There was a 15 minutes delay. No pt injury was reported.

Manufacturer narrative:
The system was taken to the facility biomedical dept. The biomedical engineer was going to try drying out the fluid level sensors. The customer was provided a loaner system. The facility did not request service. No samples were returned for evaluation. There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B)(4).